Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed the ligature marks approx. 25 cm distal to the df4 connector pin. In addition, abrasion marks along the lead body were observed. In particular, between 56 cm and 57 cm distal to the df4 connector pin the inspection revealed a rubbed through insulation. In this area, the conductor cable to the shock coil was found fractured and exposed, which can be considered to be the root cause for the issues mentioned in the complaint description. This broken contact in the conductor cable to the shock coil was confirmed during the electrical analysis. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. The values of the parameters measured during the mechanical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
(B)(6) 2018, shock impedance abnormality was noted through hm alert. (B)(6) 2018, crtd check was done with the patient. It was confirmed that the shock impedance was above 150 ohms. There was a lv pacing failure (lv ring- lv coil output 2.0v/1.0ms) (B)(6) 2018, rv lead and lv lead were removed from the patient. It was confirmed that the conductor cable was externalized.